Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise with oversensing and loss of capture (loc). Right ventricular auto threshold (rvat) test was in suspension and rv output was set to auto 3.5v. This rv lead was surgically repositioned. No additional adverse patient effects were reported.